Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one instrument opened by the account. The visual inspection of the returned product noted the unit had disrupted timing. The handle was unable to be actuated. The shaft was disassembled from the handle and the handle was able to cycle properly. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was confirmed. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the mesh fixation in a laparoscopic sacrocolpopexy, the first two tacks were fine but the third tack was clamped and the device was very difficult to remove from the tack. The mesh was nearly destroyed. The fourth tack was completely twisted and could not be used. A new device was used to resolve the issue in order to complete the case. There was no patient injury.